Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer observed the small clip applier instrument did not hold up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue was with the clip applier instrument not holding the clip. No further details were available.

Manufacturer narrative:
The small clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was found to have failed the clip test. The instrument was loaded with a clip and when placed on the in-house system, the clip would fall out of the grip tips. No damage was found to the grip tips. The root cause was not determinable/applicable. The instrument will be transferred to engineering for further investigation. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. A review of the instrument log for the small clip applier instrument (470401-06/t10191114 0015) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: failure analysis confirmed a failed clip test and the clip would fall out of the grip tips. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, and h2. Device evaluation information can be found in the following fields: h6 and h10. The small clip applier instrument has been evaluated by the advance failure analysis (afa). Afa confirmed initial failure analysis results. A clip was loaded properly into the grip tips and was placed on an in-house system. The clip was unable to stay in place and would fall out during engagement. The housing was removed and the tension on the wires were checked. The wire tension of the grip cables were found to be looser than normal. The looseness of the cable was determined to be due to normal wear and tear from usage. The root cause of this is a component failure. The loose grip cables most likely contributed to the clip being unable to stay in place and falling out.

Event description:
Refer to h10/h11 for follow-up information.